Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No delivery alarm and no unexpected battery power loss anomaly during test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer stated that the insulin pump was not working and had no delivery alert. Customer stopped using the insulin pump. Customer reported that the no delivery event was resolved by changing complete set. Customer performed displacement test and it was passed. The insulin pump will be returned for analysis.